Event description:
It was reported that during implant attempt, upon insertion of leads, manual lead impedance measurements were unable to be taken: "some lead impedance measurements unable to be completed." The issue was not resolved at implant attempt, but several days later valid impedances were taken with the lead in a saline bath. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed grommet damage.